Event description:
Account alleges instrument scanned different numbers. Instrument flagged barcode as a duplicate. No tests were assigned to the tube, so patient treatment was not affected. The field service representative was unable to determine a cause for the incorrect scan.